Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia after an infusion set change, with a fingerstick glucose reading of 389 mg/dl and sustained levels above 300 mg/dl for more than 90 minutes; troubleshooting and education were provided, including performing a new supply change and rotating the infusion site, after which glucose trended downward. Symptoms included lightheadedness. Outcomes included no use of back-up therapy, no ketone testing, and no medical intervention or assistance. Investigation included complaint review, user interview, and troubleshooting guidance. Investigation of this case revealed that the cause of the hyperglycemia was not determined. It was concluded that the event was consistent with hyperglycemia of unclear cause, and the device therapy continued after site replacement with clinical improvement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.